Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not activating device) was confirmed. Upon investigation the monitor's rear response button was non-responsive. The cause for the intermittent response button was isolated to a crease in the rear response button cable. The root cause for the crease in the cable could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his response buttons would not activate the device. The pt was issued a replacement monitor.